Event description:
A representative met with the patient and confirmed the ipg is still operable. There is no device malfunction.

Manufacturer narrative:
Further information was received indicating this event is no longer part of fsca 1627487-06022017-001-c. There is no device malfunction. Hence, this device no longer meets the reportability criteria.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient's ipg became inoperable following an unrelated surgery. Reportedly, the ipg was not set into surgery mode prior to the procedure.

Manufacturer narrative:
Date of the event is estimated. The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017.